Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to unlocked j2 lcd keypad connector. The insulin pump passed the displacement, rewind, basic occlusion, prime, compromised force sensor and excessive no delivery test. The occlusion test was not able to be performed due to no up arrow button response. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 78 mg/dl at the time of reporting, but unknown at the time the buttons stopped responding. Nothing further was reported.